Manufacturer narrative:
Device has not been returned for evaluation at this time. Requests for more info have been sent to the hospital to gain a better understanding of the issue. No response as of this time.

Event description:
The nurse, reported the following event: by using the arthropump, the draining off water is of poor quality with an intra-articular overpressure and with a liquid diffusion in the tissues.